Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).